Event description:
It was reported via a clinical study that a patient who had a right reverse total shoulder arthroplasty, and had undergone a prior revision, returned to the clinic indicating that they had an issue when reaching across their body to lift a dog. They reported they had an immediate onset of a small amount of pain followed by a little bit of swelling and some mild bruising over the anterior deltoid distally. The patient was revised. The outcome is considered to be resolved.